Event description:
It was reported that a 25mm 3000 valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 9 years, 7 months due to stenosis. The patient presented with dyspnea, mild lower extremity edema, and chest tightness with activity. The tavr was performed with an 23mm 9750tfx transcatheter valve. The patient is a 72 male with history of hld, htn, congenital heart disease, cad, smoker.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 correction: e1, e2, e3. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including hyperlipidemia (hld) and coronary artery disease (cad).